Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿medium-term result of elite plus hip arthroplasty: the second modular evolution of the original charnley low-friction arthroplasty¿ by taichi irie, et al, published by journal of orthopaedic science (2012), vol 17, pp. 699-704, doi 10.1007/s00776-012-0296-7, was reviewed for MDR reportability. The aim of this study was to clarify the medium-term results and the factors affecting the results of elite plus tha in patients implanted between 1994 and 2002. The results of 97 elite plus thas in 87 patients at 5 years or more postoperatively were reviewed. Implanted products: the elite plus stem was used in all hips, and three designs of socket, hylamer ogee in 40 hips, wroblewski offset bore (charnley) in 38, and charnley ogee in 19, were implanted. All patients received a 22-mm cocr femoral head. The survival rates with loosening and revision as endpoints were analyzed. Extensive serial radiographs were taken throughout this study. Results: 25 revisions due to acetabular aseptic loosening, migration, and/or polyethylene wear. 5 revisions due to aseptic loosening and/or migration of the stem. 15 instances of radiologically identified polyethylene ogee cup wear with femoral head penetration. Acetabular and femoral osteolysis was identified in multiple patients with varying degrees of severity. There is no additional information provided within the text of this article. There is no reported product problems with the implanted femoral heads. The authors provide information for a single patient in figure 2 on page 701. This patient is identified within the guidance document as (B)(6) yo female. Please link this additional pc to (B)(4)." (B)(6) year old woman. Preop dx: right hip subluxation. Implanted with elite plus stem, ogee hylamer polyethylene cup, and 22-mm cocr femoral head. Cup cemented with competitor cement and bone graft. Stem cemented with competitor cement in valgus position- cement mantle grade c. Revised at 8 years for cup migration, polyethylene wear, and bone graft collapse. Only cup revised. Femoral components were well fixed.